Event description:
It was reported that a catheter detachment occurred. During a procedure, an opticross¿ imaging catheter was used in order to visualize the unspecified target lesion. However, upon removal of the imaging catheter after a pre-intravenous ultrasound (ivus), a resistance was encountered with this device into the unspecified guide catheter. Subsequently after the device was removed, it was noted the catheter was separated. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that no detached or separated parts were observed in the catheter. A kink was observed in the telescope assembly from femoral marker to the proximal end. A kink was observed in the imaging window from femoral marker to the distal end. The telescope assembly was not able to properly pull back, advance, or retract due to the kink in the telescope. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a catheter detachment occurred. During a procedure, an opticross¿ imaging catheter was used in order to visualize the unspecified target lesion. However upon removal of the imaging catheter after a pre-intravenous ultrasound (ivus), a resistance was encountered with this device into the unspecified guide catheter. Subsequently after the device was removed, it was noted the catheter was separated. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.